Event description:
As the device was being introduced into the microcatheter resistance was encountered after approximately three quarters of the device had been introduced into the microcatheter. The physician removed the device and noted that only a portion of the coil was attached to the pusher wire. The remainder of the coil was in the microcatheter. The fragment of coil was removed from the microcatheter and the procedure successfully completed. There was no reported clinical consequence to the patient.

Event description:
As the device was being introduced into the microcatheter resistance was encountered after approximately three quarters of the device had been introduced into the microcatheter. The physician removed the device and noted that only a portion of the coil was attached to the pusher wire. The remainder of the coil was in the microcatheter. The fragment of coil was removed from the microcatheter and the procedure successfully completed. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review found that the device met all material, assembly and performance specifications. Visual inspection of the returned device found coil was intact, but the pusher wire was broken in close proximity to the detachment zone resulting in the coil separating from the pusher wire. Microscopic inspection of the device found the pusher wire was kinked on the distal end, most likely due to excessive force having been applied to the device that finally resulted in the pusher wire breaking. The distal end of the coil was found to be stretched. No other anomalies were noted. From the information provided there is no indication that the device was not used in accordance with the directions for use. Based on the information provided and the investigation it was concluded that the break and kink found on the pusher wire and the stretched portion of the coil are consistent with excessive force being applied to the device in an attempt to over come the resistance encountered. Hence, the most probable cause of the reported event was the handling of the device.